Event description:
Per the clinic, the patient experienced infection at the abutment site. Subsequently, the abutment was removed on (B)(6) 2025.

Event description:
Per the clinic. The patient was treated with multiple oral antibiotics (specific date and duration not reported).